Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular oversensing. The episodes were a result of crosstalk and far p wave oversensing. Programming interventions were made. There were no patient consequences.